Event description:
The client reports that the device did not alarm causing the death of the baby; the device has been quarantined.

Manufacturer narrative:
Customer declined to return the unit to covidien at this time. Covidien has requested access to the unit for further investigation; a supplemental report will then be sent.